Event description:
A malfunction alarm occurred with malfunction code 1, and it was resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer switched to multiple daily injections (mdi) for insulin delivery. Tandem technical support guided the customer on returning the pump using a prepaid label and storing it correctly.